Event description:
Hosp advised that this pump alarmed air-in-line, as intended, several times while it was in use. The pt was reported not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.